Event description:
International customer reported that an air leak developed two days after placing the device in service. The device was disconnected and exchanged.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformance and the batch met all finished goods release criteria. The product upon which this medwatch is based has been rec'd but has not yet been evaluated. Once the evaluation is complete the results will be submitted in a supplemental 3500a form.